Event description:
Rptr alleged discrepant blood glucose values of 400 mg/dl back to back with a result of 130 mg/dl when testing was performed 10 mins apart on the advantage sys. Customer stated taking normal medications after the comparison however, did not provide the location of the testing. No other actions were taken and no treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement prod was sent.